Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of cal error and sensor glucose versus blood glucose differences from the sensor. The customer stated that she woke up with threshold suspend and her sensor glucose showed 50 mg/dl while her blood glucose was 200 mg/dl. The customer cleared the alert and went to the gym. The customer inserted the sensor on the right and left side of the belly button for 20 years. The customer was advised that sensor issues will cause issues like weak signals and calibration errors as well. The customer was advised to speak with health care provider.